Event description:
It was reported that during an attempted implant, it was not possible to pass the tricuspidal valve. It was also reported that after several attempts, the lead was explanted for visual examination which revealed that the helix was already screwed out even though they did not rotate the helix mechanism prior to implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was returned with the helix bent and stretched which makes it not possible to test the helix performance.